Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd ultra fine¿ mini pen needle would not detach. The following information was provided by the initial reporter: consumer reported found 1 pen needle that would not remove from forteo pen. Had to remove from pen without outer cover after use. No injury received from this incident.

Event description:
It was reported that the bd ultra fine¿ mini pen needle would not detach. The following information was provided by the initial reporter: consumer reported found 1 pen needle that would not remove from forteo pen. Had to remove from pen without outer cover after use. No injury received from this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.